Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the left-ventricular (lv) lead exhibited loss of capture and it was suspected that the lv lead had dislodged. As a resolution the lv lead was deactivated through reprogramming. The patient condition was stable.